Manufacturer narrative:
As received, a visual evaluation found that the working length was crushed. A functional evaluation found that an 0.035 inch guidewire could pass through the stricture, but severe resistance was felt. A second evaluation found that the device would bow to 90 degrees. A device history record review revealed no anomalies.

Event description:
An ultratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure(age and weight unknown). According to the complainant, it was noted that there was a stricture approximately one foot from the tip of sphincterotome. As a result, the guide wire could not pass through the catheter . The procedure was completed with another of the same device and there were no patient complications reported with this event.